Manufacturer narrative:
(B)(4). Device passed displacement test and self test. Pump error alarm confirmed in the device history file due to broken trace on u1 keypad assembly. (Variable info=03). Pump error alarm found in the device history file due to software error. Line number = 5632 file number = 2005.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 340 mg/dl. Customer was treated with bolus. The customer stated that they was able to clear the alarm. The customer stated that they was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.